Event description:
Patient had a left pleural effusion. 1200ml clear yellow fluid was removed from the thoracentesis. Upon retraction of the catheter, the yueh catheter detached from the white plastic hub.